Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported finding a plastic shard on the back of an intraocular lens (iol) after being used with company cartridges. The foreign material was removed by the surgeon during the initial procedure with no reported patient contact. Additional information was requested.